Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited blood infection. There were no additional adverse patient effects reported. As of this time, this rv lead is still in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.